Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient has had to use catheters over the last 2 years, and they don¿t know if this is related or due to an issue with the therapy. It was recommended that they follow up with their healthcare provider to discuss this and determine if it¿s related. It was noted that they did not remember who the managing healthcare provider was, so they were sent a listing of local providers. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. On (B)(6) 2018 (B)(4) no new information.